Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil. During the procedure, the physician removed the ruby coil because a larger sized coil was needed. Later in the procedure, the physician attempted to use the ruby coil, however, the physician had difficulty advancing it from the introducer sheath. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly was kinked approximately 5.0, and 10.0 cm from the proximal end. The pusher assembly was also fractured approximately 45.5 cm from the proximal end. The coil was detached from the distal tip and not returned for evaluation. The pet-lock was intact on the proximal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil was re-sheathed and when the physician attempted to reposition, the coil would not advance out of the introducer sheath into the microcatheter. Evaluation of the returned product confirmed that the pusher assembly was fractured which caused the pull wire to be retracted. This resulted in the coil detaching from the pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt). Retraction of the pull wire from the ddt is how the coil is released from the pusher assembly once it is positioned in the desired location. The pet-lock was intact on the proximal end of the pusher assembly. This shows that there was no attempt to detach the coil from the pusher assembly using a ruby coil detachment handle. These devices are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.